Event description:
The hospital reported that they noticed the bio-probe disposable insert started to leak during bypass. The device was changed out with no reported problems. The patient was not affected.